Event description:
It was reported that the pt expired. The patient was last seen by the reporter in clinic in 2008 for a pump refill. The pt had metastatic breast cancer. The cause of death was not reported. The reporter indicated that the death was unrelated to the implanted system. The info regarding the patient's death was obtained from the national death index. The pump contained hydromorphone 3.0 mg/ml; bupivicaine 40 mg/ml; clonidine 250 mcg/ml and compounded baclofen 200 mcg/ml. The infusion rate was programmed to 0.8335 ml. The pt therapy manager was programmed for a maximum of 10 activations per day.